Event description:
Health professional reported an explant of a lap-band port due to an alleged "problem with the port." The pt experienced weight gain and complained of a loss of restriction. During an adjustment fill, the surgeon tried to remove existing saline from the device and noticed there was less fluid that originally placed. A x-ray with omnipaque was performed, but it did not confirm the leak. An esophagogastroduodenoscopy (egd) was performed to rule out erosion. At explant, the lead was determined to be on the back in the port housing. The port was replaced.

Manufacturer narrative:
Taper ii. Allergan has received the product, however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: ¿deflation of the band may occur due to leakage from the band, the port or the connector tubing.¿